Manufacturer narrative:
Insulin pump received intermittent button response due to flattened down button dome switch. No button error alarm. Insulin pump received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
Customer reported a button error alarm. The blood glucose reading is 7.8 mmol/l. The insulin pump will be replaced. Nothing further reported.